Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-10991. Related manufacturer reference number: 2017865-2021-10993. It was reported that the patient presented for in-clinic follow up loss of capture exhibited by the right ventricular lead. A chest x-ray revealed the ventricular lead was displaced and the atrial lead had no slack. The pulse generator also appeared to have been displaced from the initial implant site. The generator, right atrial and right ventricular leads were successfully revised and repositioned on (B)(6) 2021. The patient was in stable condition.